Manufacturer narrative:
The product complaint analysis team has completed its investigation. The results of the investigation conducted by the appropriate engineers and technicians are listed below: visual inspections & results: bullet tip condition, abc)conforming; desufflation lever condition, abc)conforming; inner gasket condition, ac)conf,b)missing; latch condition, abc)conforming; obturator condition, ac)conf,b)nonconf; outer gasket condition, a)conf,bc)cut; reset button condition, abc)conforming; sleeve condition, abc)conforming; stopcock condition, abc)conforming and trocar condition, aconf,bc)nonconf. Functional tests & results: does safety shield retract, ab)nonconf,c)conf; flapper door functional, abc)conf; lockout functional, ac)conf,b)nonconf. Analysis conclusion: based upon the inquiry info rec'd and the visual examination, it was concluded that the reported "devices were leaking" during surgery occurred due to a cut outer gasket and a missing inner gasket from instrument (b) and a cut outer gasket from instrument (c). The outer gaskets were rec'd complete, the inner gasket from instrument (b) was not rec'd. Instrument (b) was rec'd with the retainer cap separated from the obturator handle. All pieces were rec'd. No conclusion could be reached as to how this damage occurred. No deformity could be identified with instrument (a). Co reviews each incident as it occurs in an effort to continuously improve co's products and processes.

Event description:
The devices were used during an unk procedure. It was reported by the affiliate that the the devices were leaking. There was no pt consequence.